Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ust400, 14421-aw rev h 01/16, checking your blood glucose 7 / page 96. Warning: test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). Warning: if you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider. Living with diabetes 9 / page 119: warning: if left untreated, dka can cause breathing difficulties, shock, coma, and eventually death. The easiest and most reliable way to avoid dka is by checking your blood glucose at least 4¿6 times a day. Routine checks allow you to identify and treat high blood glucose before dka develops.

Event description:
The mother reported that the patient¿s blood glucose reached 311 mg/dl while wearing the pod on her hip/buttocks for between 4 and 24 hours. She was taken to the hospital and was diagnosed with diabetic ketoacidosis. Treatment included separate IV fluid drips of insulin, sodium bicarbonate, and potassium chloride. The patient was also given 4 mg of zofran for nausea. Changes were made to the patient¿s basal setting and insulin-to-carb ratio by the endocrinologist. The device was thrown away at the hospital. The patient's blood glucose history is as follows: (B)(6).